Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the site contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the system showed a 319 error. The caller power cycled the system and the error returned. The logs show the user was still in the procedure after the restart in a three-armed configuration. The connection was lost. The tse made multiple attempts to contact the customer back with no success. The customer called back during the procedure, after system restart, to report they were having recoverable faults. The tse verified the 319 and 307 errors in the logs. The tse offered options to power cycle and emergency power off (epo) or bring in a second patient side cart (psc), but the customer was not able to perform those steps on the phone. The customer wanted to continue with three-arm configuration and use the fourth port as an assistant port and laparoscopic instrument but may bring in a second psc if available. The tse was unable to troubleshoot issue further. The site called back and stated they converted to another psc for this procedure, the site was having difficulty moving the boom and arms out of the way to make a little more room for the procedure. The tse tried to advise them how to collapse the arms but was unsuccessful. The procedure was converted to another da vinci system with no reported injury to the patient. Isi followed up with the initial reporter and obtained the following additional information: initially, the system started without any errors. The site needed 4 arms to complete the procedure. Therefore, the site used another psc and completed the case with no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) arm for failure analysis. Investigation confirmed multiple error code 319 pointing toward a suspect clock spring fiber assembly as it did not detect the axes controller motor, axes controller spar pca, and nodes. The usm passed other required tests thereafter. No physical damage was noticed on the clock spring fiber cable assembly. The suspect clock spring fiber assembly on the usm arm was replaced.